Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed an erroneous parameter error message on the implantable cardioverter defibrillator. No changes or intervention was performed. There were no patient consequences.